Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the device quit working. The patient reported feeling "weird" and lightheaded and presented to the emergency room (ER) where the patient was told they were "going into congestive heart failure (chf.)" Follow-up with the physician's office could not be attempted so no further information could be obtained. The device was explanted and replaced. No further patient complications have been reported as a result of this event.